Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The stylet/guidewire was kinked/buckled, and the distal lv (low voltage) electrode of the lead was covered in blood. The lead was noted to be damaged during use. The analyst noted the lead was returned with the helix partly extended with blood visible inside the helix..

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to implant, the helix of the lead was noted to have been extended and presented with "unusual twisting". The lead was not implanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.